Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. The device was reported as burned, and due to the condition of the unit, a site visit could not be effectively performed according to the bp. No serial number was provided by the customer, and no device data, logs, or additional objective evidence could be collected to support further investigation. As a result, the cause of the reported event could not be determined.

Event description:
Complainant alleged that during functional testing, a fire occurred inside an ambulance and would like an investigation to be conducted to determine if the AED plus was involved. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A correction has been made to section h6 (medical device problem code). A zoll medical representative went onsite to evaluate the device. The device was fully burned, and the representative was unable to collect data from the device. As a result, the cause of the reported event could not be determined. The customer was advised to follow zoll guidelines for proper use and maintenance of the unit and to ensure all zoll accessories and consumables are purchased through the correct authorized distributor channel in the region. No trend has been associated with reports of this type.